Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, with the first prostyle device, the plunger was removed, and the suture was not present resulting in a cuff miss. A new prostyle device was used, and the suture was successfully pre-placed. A third prostyle device was set to pre-place, however the same failure occurred as the first prostyle device. A fourth prostyle device was then used, and the suture was successfully pre-placed. The sheath was upsized to a 23f sheath, and the leadless pacemaker procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.